Manufacturer narrative:
MFR's report date: 12/01/2010. (B)(4). Product was evaluated and the customer's report of a broken y-connector was confirmed. Stress marks were observed on the clear body of the y-connector where it connects to the smartsite valve. The root cause of the broken y-connector was not identified.

Event description:
Customer reported the clear plastic part of the y-body on the extension set broke and leaked. Stated the pt experienced "a fair amount of blood loss that did not require any treatment." Stated it was a new IV and the extension set had been in use for only a few hours. No pt harm reported and no medical intervention required. Although requested, no add'l event info provided.